Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated for record 2137705 on 24-apr-2025. Device history record (DHR) review: the lot 6009354 was manufactured according to the work instruction (wi) version 81 on 21-sep-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on 24-apr-2025 against harm code no malfunction based on complaint information, malfunction code no malfunction describe and lot 6009354 and no more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6)2025 due to diabetic ketoacidosis. The highest blood glucose level was 400mg/dl at the time of event and the patient got treated with intravenous drip. The patient was admitted for less than twenty-four hours. The trace ketones were also tested positive. The patient also experienced symptoms chest pain, vomiting, sweating. No further information available.